Event description:
It was reported the customer received an excessive no delivery alarm. There was also several excessive no delivery alarms in the alarm history. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, a21 error test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm and no a21 alarm noted. The insulin pump was received cracked case at display window corner, with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).